Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that pt was admitted for right ventricle failure (rvf) and possible pulmonary embolism (pe). The pt has elevated liver enzymes, hepatic congestion, acute renal failure. The pt was on inotropes and being treated for a possible pulmonary embolism. At this time there were no known problems with the pump and appeared to be working well. Additional information submitted to the MFR indicated that some of the symptoms the pt was experiencing when admitted were due to worsening heart failure with complaints of morbidities; ventricular tachycardia (vt), worsening renal function, hemoglobinuria, hepatic congestion with elevated liver function tests ("lft 1/2s"). The symptoms the pt was for pump thrombus. Anticoagulation regimen consisted of aspirin (asa), coumadin, trental, heparin drip and milrinone. Over the weekend the pt has surges in pump power and flow up to 18. The hospital decided to exchange the pump. During the pump exchange, the doctor noted that the pump had migrated.

Manufacturer narrative:
The explanted device was returned to the MFR for eval and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.